Event description:
It was reported an unusual fungal specimen was identified in a collected sample on two patients. The patient had undergone a therapeutic bronchoscopy using a Bronchovideoscope for right lower lobe pneumonia on (b)(6)2026. Following the procedure, specimen results demonstrated unusual fungal elements, and an Infectious Disease consultation was obtained. Bacterial cultures performed on the biopsy channel and instrument channel were negative, however, the outside of bronchoscope tube tested positive for Aspergillus fumigatus. The patient's clinical history was not concerning for pulmonary fungal infection. No antifungal therapy or other new treatment was initiated, and the patient was discharged home.This is report 1 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.